Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the testing phase of the sterile process cleaning cycle, it was discovered that the compact speed reducer device was making a grinding sound and had a grinding vibration that was not the normal vibration. It was further reported that it seemed like the drive shaft had a bend in it. This event was not related to surgery. There were no delays. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event was estimated to have occurred on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.